Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the devices were reviewed; and bioengineering report was received stating it is unlikely that a potential product issue was present. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. A review of manufacturing records of w5jay1 did not identify any anomalies. 20 parts manufactured and placed into stock on (B)(6) 2002. IFU 090200701. A review of complaint databases did not identify any anomalies. The device was reviewed by bioengineering and a report was received stating; with regards to the liner no impingement or malalignment was noted, on the bearing surface; a hood score for abrasion was visible, a hood score for deep scratching of 1 or 2 was given, wear scar identified and deformation/creep was noted. On the back face damage on the locking mechanism was seen. The patient was revised in june 2019 to replace the ceramic head and poly liner due to normal wear, both the head and liner have been returned for review. The ceramic head was identified as a non-depuy product and as such was not reviewed. The poly liner returned shows obvious wear around the inner edge, when the head is placed within the liner there is a 2-3mm gap between it and the rim. In this area it can also be seen that the filleted edge has also been worn away. There is also a large cut on the edge which could either be from retrieval or evidence of impingement with the stem. The bearing surface of the liner shows several fine and 1 or 2 deep scratches, while the 3 holes are from the extraction process. The outside rim of the poly liner has an unknown residue on the surface covering approximately 60 degrees while the back face has a couple of small deep scratches, potentially from retrieval. There is also damage to the rim and a large crack covering around 80 degrees of the groove. It is unlikely that a potential product issue was present. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables e. G. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. Device history lot: a review of manufacturing records of w5jay1 did not identify any anomalies. 20 parts manufactured and placed into stock on 26 nov 2002. IFU 090200701. Device history batch: null. Device history review: null. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: d11 ( concomitant ).

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Additional information received indicating that the patient was revised and the affected side was the right hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Planned revision of enduron inlay because of normal wear. Doi: unknown, dor: (B)(6) 2019 or later.